Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. Six days after the receipt of this report, the patient was scheduled to be hospitalized and get operated for hernia. At the time of this report, the patient was not recovered from hernia. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.